Manufacturer narrative:
Additional information: d9, g3, h3, h6. (No problem found) the evaluation did not identify any issues relevant to the reported event.

Event description:
On 11/10/2023, it was reported by a sales representative via sems-06398734 that an ar-9800 synergyrf console screen goes in and out when the wand is in the patient ablating. The case was completed by switching to another shaver. This was discovered during an unspecified procedure, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.